Event description:
Customer reports that she obtained a result of 315mg/dl on her device while the doctor's device read 100mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.